Event description:
As reported on 12/06/2016: davol was made aware of alleged adverse patient outcome following implant of a bard/davol composix kugel mesh by the patient's attorney. Limited information was provided. Patient underwent hernia repair surgical procedures and during the course thereof the hernia repair product was implanted. It is alleged the patient experienced "pain and suffering," injury and disability. Addendum based on additional information provided by patients attorney which included medical records: (B)(6) 2008: the patient underwent a surgical procedure with implant of a bard/davol ventralex hernia patch. (B)(6) 2013: the patient was diagnosed with a small bowel obstruction, eroded mesh hernia repair prosthesis, peristomal hernia and underwent a laparotomy with lysis of adhesions to relieve small bowel obstruction, primary suture repair of parastomal hernia and explant of "hernia repair prosthesis consisting of mesh and solid sheet kugel device (ventralex)." On examination there had been a previously placed kugel type hernia repair prosthesis at the level of the umbilicus. The mesh competency this were rotating through the anterior abdominal wall with a chronic abscess adjacent to the umbilicus. There was a small bowel obstruction with an internal hernia and closed loop type of the obstruction in the proximal jejunum distal to the ligament of treitz. Adhesion lysis was performed and the obstruction was completely relieved. Upon inspection of the abdominal wall the surgeon noted that the patient had a "prosthetic peristomal hernia repair done with biologic prosthesis laparoscopically. This was a good repair, although the patient had a small recurrence of the peristomal hernia. This was reapired with running #1 prolene suture and required 3 stitches. Abdominal wall hernia repair prosthesis was removed in total. The small bowel was evaluated from the ligament of treitz to the ileocecal valve. There was one small area of serosal stripping at the level of the bowel obstruction which was oversewn with #4-o vicryl suture to cover the muscle with serosa. Hemostasis was confirmed.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information including medical records which was provided by the patients attorney. Details from the medical record operative report prompt the following corrections: patient's sex from female to male, product from composix kugel to ventralex, and the corresponding 510k number for the corrected (ventralex) product. Additional information provided and documented include dates of implant and explant. The patient underwent additional surgery for small bowel obstruction, eroded mesh, and adhesions with explant of the bard/davol ventralex device. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No sample product was returned for evaluation; however, a review of the manufacturing records was performed and found that the lot was manufactured to specification. With the information currently available no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Davol was made aware of alleged adverse patient outcome following implant of a bard/davol composix kugel mesh by the patient's attorney. Limited information was provided. Patient underwent hernia repair surgical procedures and during the course thereof the hernia repair product was implanted. It is alleged the patient experienced "pain and suffering," injury and disability.